Manufacturer narrative:
Device label code for f10. Position 1 and 2: 1738. Evaluation: the iab was returned for evaluation with the membrane noted to be partially "bunched up" at the balloon tip within both membrane retainers. Visual examination revealed that the membrane was partially withdrawn from both retainers. Examination revealed a residual amount of silicone on the exterior of the membrane and within the retainers. The membrane folds appeared normal under room light but stretched under polarized light. The membrane retainers were within co mfg specifications. With a vacuum drawn and maintained on the folded membrane, it was possible to withdraw the membrane from the retainers but it was not possible to insert the membrane into the retainers due to the "membrane bunching" at the iab tip. Probable cause of difficulty: based on the examination in the laboratory, no defect was found in the returned iab or membrane retainers. It was not possible to verify the rpt'd difficulty or to determine the exact cause for the encountered problem. In general, difficulty removing the iab from the blister tray may be attributed to one or more of the following: 1. The user may have nto drawn and maintanined a sufficient vacuum on the iab prior to its removal from the tray. 2. The iab may not have been held by the y-fitting and withdrawn from the tray as depicted in co instructions for use. 3. After a vacuum was drawn on the folder membrane, the user may have pulled the iab out of the blister tray on a sharp angle, rather than "staight out", causing the difficulty.

Event description:
The dr was unable to remove the balloon catheter from the tray despite a vacuum being applied. Undue amount of force was required to remove the iab. A second balloon was used. Event complications: unknown-reported 7/22/97. Pt's current status: unk-rpt'd 7/22/97.